Manufacturer narrative:
(B)(6).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -6.0 diopter, implantable collamer lens is to be removed and replaced. Additional information has been requested but none has been forthcoming.